Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a long white particulate matter was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: one actual and a photograph of the sample were received for evaluation. Visual inspection along with magnification was performed which observed a thin particle matter that appeared of cellulose type fiber material appeared in the solution of the photo sample only. The reported condition was verified in the photograph; however, not verified in the actual sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.